Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2006 the patient presented with pre-operative diagnoses of lumbar disk herniation l5-s1 with internal disk disruption, significant back and radicular leg pain. The patient underwent the following procedures. Laminectomy decompression, disk excision. Posterior lumbar interbody grafting with local bone, infuse bone morphogenic protein and a kimba interbody fusion cage. Posterior spinal fixation and fusion with titanium xia pedicle screws, rods, local bone and infuse l5-s1. Intraoperative emg was monitored with good pedicle wall impedance throughout pedicle screw placement. Lateral fluoroscopy was utilized for screw and cage placement l5-s1. Per op notes, the interbody fusion site was prepared. The herniated disk was removed. The box annulotomy was followed with distraction of the disk. Sequential dilators of the intradiscal area. The endplate cartilage was curettaged and the disk was ultimately packed with local bone and infuse bone morphogenic protein with a 13 mm kimba interbody fusion cage. Then, 6 mm rods were placed bilaterally linking the pedicle screws with 12 newton meter torque on the xia blocker, the lateral bed was decorticated with 5 mm bur on the anspach drill, packed with local bone, infuse, and mastergraft tricalcium phosphate matrix. No patient complications were noted.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.